Event description:
It was reported that a leak was observed from a hole in the tubing of the transfer set. The event occurred during drain five of five on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.